Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that the patient was in the emergency room with a very low heart rate. The right ventricular (rv) lead had no capture at maximum output, and had high impedance due to a possible fracture. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.